Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21 aug 2019. International UDI (B)(4). The service engineer inspected the device and the ventilator was repaired, in working condition. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the light emitting diode (led) did not work. The ventilator was not on a patient when the reported issue occurred.